Event description:
It was reported that the user underwent surgery unrelated to diabetes and experienced elevated blood glucose after anesthesia, then reconnected the ilet and observed glucose trending downward while resting at home; the user inquired about temporarily disabling high glucose alerts during tv viewing and was counseled on alert importance and agreed to re-enable them before sleep. Symptoms included hyperglycemia. Outcomes included no reported injury, no loss of consciousness, and no hospitalization. Investigation included complaint intake and user education on cgm alert settings and risks of disabling alerts. Investigation of this case revealed no device malfunction, with user behavior and perioperative factors as plausible contributors to the hyperglycemia, and the steel cannula infusion set was reported in use without noted device issues. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.